Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricular output connector and side bail covers are broken. Ring cover, battery drawer, and battery release are contaminated. Battery contacts are compressed and the ring bail is bent. It is noted the lead flex o-ring was damaged during inspection.(B)(4).